Manufacturer narrative:
Date of report: 9/21/2018. International (B)(4). Date received by manufacturer: 05/10/2018. The field service engineer (fse) replaced the battery to address the reported problem.

Event description:
The customer reported that the ventilator has a battery failure. The customer reported that the unit was not in use on patient.